Manufacturer narrative:
Additional MDR's associated with this event: MDR 3025141-2016-00115: driver.

Event description:
A screw was being implanted using a 1.5mm driver. While inserting the screw, the driver tip broke off in the head of the screw. The driver tip could not be removed from the screw and was left implanted in the patient in the screw.